Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. (B)(6): metallic interference with the electromagnetic (em) navigation a110201: re-registration due to navigation inaccuracy a22: "target registration error (tre)" h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a endoscopic skull base procedure. It was reported that in the past twelve months, the surgeon encountered a "target registration error (tre)" fifteen times. It was reported one time preoperative and one time intraoperatively. It was reported that during all fifteen occurrences there was "intra-operative re-registration due to navigation inaccuracy". During all fifteen occurrences, the surgeon alleged a "tre greater than 2.0 millimeters". There was impact on the procedure but no adverse events encountered. It was reported that there was one metallic interference with the electromagnetic (em) navigation with impact on procedure but no impact on patient.